Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00211.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display was intermittently distorted. This happened three times in one case. The pump was being used as a sucker pump. The device was not changed out, as the unit still functioned. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.